Manufacturer narrative:
Additional information b5 and h11. B5: additional information was received which clarified that a separation between the female connector and main body was not reported. The sample was unopened and brand new. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was observed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.